Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v006367, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# (B)(4). Implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A consumer reported the patient's primary cell implantable neurostimulators (ins) were depleting faster than expected. The patient was going through batteries faster than they thought so they had been talking to their health care provider (hcp) about the rechargeable batteries. This started with their implant in 2009 and the patient was readjusted with a higher voltage that made the battery life shorter. The inss were only lasting about a year and a half and this had been happening gradually. The patient did not have any falls or traumas. The patient's indication for use is movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.